Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with heavy tortuosity and mild calcification. Pre-dilatation was performed with a non-abbott balloon catheter, and a dissection occurred. The 2.25 x 28 mm xience v stent delivery system (sds) was advanced, but the sds could not cross the lesion. The catheter was manipulated back and forth to push it through the lesion, but during these maneuvers, the shaft separated. The separation occurred 15cm from the hub; therefore, it was easily removed out of the guiding catheter. A new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.